Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 and visited the emergency room, where they stayed due to cold insulin was not stored in room temparature. The blood glucose level was high, around 640 mg/dl. The patient experienced headaches and dizziness. The patient was treated with IV insulin and saline fluids. No additional information was available.